Event description:
It was reported that at the implant procedure the physician had difficulty inserting the lead through the introducer. The lead kinked at the distal ring electrode/lead junction. The physician implanted a new lead and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).